Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11360. It was reported that the burr became stuck in rotawire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink¿ plus and rotawire¿ were selected for use. During procedure, it was noted that the burr was stuck on the rotawire and could not be moved. The procedure was completed with a different device. No patient complications were reported.